Manufacturer narrative:
The reference and ph electrodes and chambers were inspected for clots or other debris. The chambers were clean, and no clots were present on the electrode tips. The reference membrane and electrode were replaced, and the instrument was calibrated, and qc performed. All results were acceptable. A protein removal activity was performed. The reference electrode and membrane that were replaced were provided to radiometer for investigation.

Event description:
According to the complaint, at 18:30 on (B)(6) 2021 the instrument user at the nicu ward contacted the path lab staff to report high na results on the abl800 flex at 161mmol/l. A previous na result run before the high na result from the same patient was 135mmol/l later on the user ran another blood sample from the same patient on an istat instrument and the na result was normal at 140mmol/l. Further na results from a different patient showed a high na result also, when their previous na results were normal. The customer locked all electrolyte parameters until the path lab staff could attend the instrument. Before and during this na high results. All calibrations and qc results were good and all within ranges and did not show any signs that the instrument was reporting na high blood results. The path lab staff replaced the reference electrode and membrane to solve the na high results problem. In total, measurements from 10 babys at the nicu ward, performed on (B)(6) 2021 and (B)(6)2021, were potentially affected by this issue. There we no harm to any patient.

Manufacturer narrative:
It is observed that values are again within the reference range after 27th of may, after replacement of reference electrode and membrane. An explanation could be the presence of a blood clot or air bubble in the liquid string.